Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2017: a (B)(6) male patient underwent subacute type b aorta dissection repair which was developed a month ago. The entry was located in the distal aorta arch. The true lumen was nearly occluded at the level of the celiac artery and the abdominal area. The false lumen had reached the both external iliac arteries. After performing 2 debranches, gore's c-tag (26/15 cm) was placed and then another c-tag (31/15 cm) was placed in zone 1 proximal to the first c-tag. Proximal type I endoleak from c-tag (31/15 cm) was confirmed because it was placed lower than planned. So the physician added tbe-32-80-pf-d in the proximal side to solve the leak, but blood leakage from the hemostatic valve was occurred, so he replaced the sheath with gore's dryseal sheath(20fr) which was used for placing the c-tags to continue the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: based on the information provided it was not possible to determine the exact root cause of the reported event. The product was not returned to aid in the investigation. However, possible causes for hemostatic valve leakage could be due to any tear in the disk due to insufficient silicone oil usage. Internal actions was launched to mitigate this type of event, including an additional qc inspection to reject for observable tears in the webbing of the silicone discs and additional manufacturing controls on the quantity of silicone oil applied to the silicone discs. The device was manufactured prior to this change. No evidence to suggest that the device was not manufactured according to specification. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.